Manufacturer narrative:
Evaluation summary: the damage to the dovetail portion of the poly indicates that the female dovetail was not engaged with the male dovetail on the tibia tray. It is possible that the poly was not properly seated at the time of implantation, which resulted in the subsequent dislocation of the articular surface. It is unk if the proper insertion technique was followed. Additionally, the pt is listed as having a 'large' build which may have resulted in larger forces on the device, contributing to the device failure. However, based on the info available in the complaint report, it is not possible to definitively determine what caused the reported dislocation of the articular surface. The articular surface was returned for evaluation, and it has significant damage on the distal surface, particularly on the posterior aspects. In this region, there is damage in the form of gouging. Additionally, there is damage to the dovetail region. Device history records were reviewed and indicate that the device was MFR, inspected, and packaged to specification. The device was in vivo for approx 8 weeks.

Event description:
It is reported that the pt underwent surgery to replace the poly insert which had become separated from the tibial base plate.